Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary; an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a gold reload not all the staples came out, leaving the staples in the reload without fulfilling their function. The doctor had to request another to finish the procedure. The procedure was completed successfully without patient consequence.